Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the chair jumped forward causing her to allegedly run into a dresser in her bedroom.

Manufacturer narrative:
The provider evaluated the unit and found that a screw fell out of the joystick. The technician replaced the hardware and unit is working properly.

Event description:
Consumer alleges the chair jumped forward causing her to allegedly run into a dresser in her bedroom.